Event description:
It was reported to covidien on 11/03/2009 that a customer had an issue with a dialysis catheter. Customer states they had a pt with poor access. The pt's site seemed to be infected, tender, and red. Customer states that the exit site seems to not be healing properly. The catheter was pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.